Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2018-09935. It was reported the patient experienced lead migration (confirmed via x-rays). As a result, the patient experienced ineffective stimulation. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Correction: the correct patient code has been added to this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical interventions where in both the leads were explanted and replaced, restoring the therapy.